Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Bg cause was unknown. Customer went to the emergency room (ER) for 6 hours and received an IV and fluids of saline and insulin to address the bg. Customer was released from the emergency room on (B)(6) 2022 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.